Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber failed to successfully pass through the scope and reach the intended target. The physician utilized a knife to strip the fiber and the fiber broke due to the stripping process. The fiber was then stripped in a slow but steady fashion until it was able to fit through the scope. The procedure was completed with the same fiber without patient complications. Post procedure, a urinary catheter was placed and removed six days post procedure. The patient was discharged and prescribed with oxybutynin (doze unknown) for bladder spasms, tylenol (doze unknown) and pyridium (doze unknown) for pain prophylaxis, colace (doze unknown) for constipation prophylaxis and omnicef (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 2j, pulse frequency 40hz and total laser energy 80w. It was reported that the fiber failed to successfully pass through the scope and reach the intended target. The physician utilized a knife to strip the fiber and the fiber broke due to the stripping process. The fiber was then stripped in a slow but steady fashion until it was able to fit through the scope. The procedure was completed with the same fiber without patient complications. Post procedure, a urinary catheter was placed and removed six days post procedure. The patient was discharged and prescribed with oxybutynin (doze unknown) for bladder spasms prophylaxis, tylenol (doze unknown) and pyridium (doze unknown) for pain prophylaxis, colace (doze unknown) for constipation prophylaxis and omnicef (doze unknown) for infection prophylaxis. The break was assessed by the study facility as related to the device.

Manufacturer narrative:
Based on medical review assessment, the fiber break occurred outside of the patient is anticipated in nature and it could not have led to a serious adverse event (sae). The site reported that the fiber break was secondary to stripping the fiber with a scalpel blade, and there were no adverse events related to the fiber break. The IFU notes: do not scrape the laser fiber with sharp instruments as damage may result; inspect and treat the output tip with particular care as it represents the most-delicate, easily damaged portion of the assembly; immediately discontinue use if breaks or fractures appear in the laser fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria.